Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blood tubing set was primed with normal saline, the user then hung the unit of blood and noticed that the tubing "dislodged" assuming that the set separated at an unspecified location and leaked. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set showed that one of the tubing spikes was separated at its engagement to the top inlet port of the drip chamber cap. Examination under magnification showed evidence of solvent application at the distal end of the separated tubing which is inserted into the drip chamber cap but it was difficult to observe if the application was sufficient due to contamination and staining with residual blood. Functional testing was deemed unnecessary due to the separation which was leaking fluid. Dimensional testing was performed and the tubing was within specification. The root cause of the separation was related to multiple possible contributing factors in manufacturing involving bonding method and solvent application.

Event description:
The customer reported that the blood tubing set was primed with normal saline; the user then hung the unit of blood and noticed that the tubing "dislodged," presumed to mean that the set separated at an unspecified location and leaked. There was no report of patient harm.